Manufacturer narrative:
Additional information reported in a.1., a.2., a.3., b.5., d.9., d.10, h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Lens damage was observed due to how the lens was positioned in the lens case for return. The qualified company cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified company cartridge and viscoelastic. The handpiece was not provided. It is unknown if a qualified product was used. The reported complaint of ¿lens would not advance any more¿ could not be confirmed because the lens was not returned in a cartridge for evaluation. Based on the information provided the patient movement caused a delivery issue. It is unknown why the lens could not be advanced after the patient movement. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that in the surgeon's opinion the device did not contribute to the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the intraocular lens (iol) would not completely advance in the eye. The patient moved during the procedure, when the iol partially inserted. The iol was removed; however, it is unknown if a back-up lens was implanted.